Event description:
Customer reported the a5 anesthesia delivery system's apl valve was sticking, which may have affected anesthesia monitoring. No patient injury was reported.

Manufacturer narrative:
(B)(4) service representatives installed a new valve and performed all tests.